Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device hummed but would not run. Therefore, reported condition was confirmed. The assignable root cause was determined to be due to worn components from normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the electric pen drive device did not work at all. According to the report, the device was tested with additional console device, cable device and hand switch device but had the same result. There were no delays in the surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.